Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air and water cylinder and tube. There was no patient involvement.